Event description:
The customer reported a power board failure.

Manufacturer narrative:
(B)(4). The customer reported a power board failure. The unit was evaluated at philips and the reported symptom was verified. The power pca was replaced which resolved the reported issue.